Event description:
The manufacturer received info alleging a ventilator failed to power on. The device was not in pt use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.